Event description:
The event involved a 32" (81 cm) appx 6.3 ml, 15 drop admin set w/0.2 micron filter, rotating luer w/filter cap, bag hanger where it was reported that air entered the tubing, trapping fluid above in the bag and drip chamber. There was also air in the tubing down to the filter and there was fluid below the filter. It was stated they were unable to back prime and clear the line of air to run the medicine. There was patient involved and a delay in therapy due to having to reprime. Some medication was not able to be administered due to issues with the tubing. No report of harm was reported.

Manufacturer narrative:
One used sample list #b30183 connected with a used, equashield, a used, bag spike adaptor; lot #unknown and one used. 0.9% sodium chloride 500ml bag was returned for evaluation. No additional damage or anomalies were observed. The set was primed and purged as per procedure and no leaks or anomalies were confirmed. No air beyond the outlet filter vent to the patient line was confirmed. Complaint of product incorporate / allows air passage cannot be confirmed or replicated. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.